Manufacturer narrative:
Concomitant product: product ID: 8709, lot# j11336r35, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving compounded baclofen (900mcg/ml, 247 mcg/day), and dilaudid (10mg/ml, 2.75mg/day) via an implantable infusion pump. The indications for use were non-malignant pain and chronic low back pain. It was reported that the patient had magnetic resonance imaging (MRI). The logs showed a motor stall occurred on (B)(6) 2015 at 11:28, with a "stopped pump period may exceed tube set" message on (B)(6) 2015 at 11:28. The stall did not resolve until there was an interrogation of the pump when the patient presented for a refill on (B)(6) 2015 at 16:13. The patient was asymptomatic. The MRI led to the event and the issue was identified during a routine refill. Telemetry caused a motor stall recovery and the dose was lowered by 20% as a precautionary measure. The issue was resolved. The patient status was "alive - no injury." No surgical intervention was planned or performed.